Event description:
It was reported that the insulin pump was submerged in water. Afterwards, moisture was observed beneath the display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies. Moisture damage was also noted on the keypad trace.